Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned, with the insulation twisted at 55 - 370 mm from the terminal pin. This damage is consistent with twiddlers syndrome.

Event description:
Boston scientific received information that both the right atrial (ra) lead and right ventricular (rv) leads were explanted due to twiddlers syndrome. New leads were successfully implanted. To date, no adverse patient effects have been reported.